Event description:
During implant, there were difficulties inserting the stylet into the lead. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A stylet could not be fully inserted due to excessive blood found inside the inner coil. The cause of the reported event was isolated to excessive blood inside the inner coil.